Event description:
During a surgical procedure, the 3 piece icos screws were not correctly inserted, and the trephine could not be used. Surgery time was prolonged by about fifteen minutes, however, there was no adverse outcome for the pt. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.